Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous left anterior descending artery. A 3.50 x 48 synergy was deployed at 11 atm successfully and post-dilated with a 3.00 x 12 mm non-compliant balloon at nominal pressure. A proximal edge, mildly flow limiting dissection was then noted. The dissection was sealed with another 4.00 x 16 mm synergy and the procedure was completed. The patient was stable post procedure.